Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was brought to rated burst pressure (rbp). The balloon inflated and held pressure for 5 minutes. Microscopic inspection of the tip, balloon and markerband found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. A 2.50mmx15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The ruptured balloon was removed from the patient completely. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. A 2.50mmx15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The ruptured balloon was removed from the patient completely. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status was good.